Event description:
It was reported that the hip could not be distracted. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the hip could not be distracted. A visual inspection was performed and showed the traction drive screw and nut are worn and the bellow is torn. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Expected wear is the root cause. No manufacturing related defects were observed. No further investigation is required.